Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
The customer reported that the display is bad with missing segments. No known impact or consequence to pt. "Additional info received: the segments were missing both from the values and some letters from the words displayed."